Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported during drain two of five (drain volume unknown), an, "air detected in cassette," error message generated on the liberty cycler system. The pd patient's caregiver reported that the treatment was canceled, due to the alarm. The patient's caregiver reported that upon opening the cassette door, fluid was observed leaking from within the cassette door. During follow up with the patient's nurse no patient adverse events were reported. No changes to the patient's status were reported. No additional complications were reported. The set was not made available for evaluation.